Event description:
During daily check of device, fault message was displayed. No reported pt involvement. Service rep duplicated reported condition. Device was repaired and proper operation was confirmed.